Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the cup was removed. The head remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the cup and this will continue to be monitored. Similar complaints have been identified for the head, however, these complaints are from the same patient / device. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Non-conformances were identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that these were acceptable products when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. This revision was the second of three revisions of the right hip and was likely due to the reported impingement. It cannot be concluded that the three revisions were associated with a mal-performance of the implant. The patient impact beyond the multiple revisions and associated post-op pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Fields a1 and d4 missing from previous submissions.

Event description:
It was reported a right hip revision surgery due to persistent pain, elevated metal ion levels, and metallosis.